Event description:
It was reported that a female who underwent an unknown breast augmentation with a mentor smooth round moderate profile, 175cc, saline prosthesis experienced right-sided deflation intraoperatively. At the time of port insertion, the implant tore apart. No adverse event, or patient consequences reported.

Manufacturer narrative:
Devices' image evaluation completed on january 17 , 2023: upon visual evaluation of the images provided in the complaint, a tear was observed near the valve system of the breast implant. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).